Event description:
After stapler was fired, it couldn't be removed. Another incision in the colon was required, in order to extract the stapler. Users found that part of the circumference of tissue inside the staple ring, which should've been cut, was not cut. They also had to reinforce the staple line with sutures, because it had a small leak with a submersion/insufflation test (probably as a result of trying to remove the stapler.)